Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The customer's complaint was not confirmed. A root cause could not be determined. Additionally, the transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5209270), being used with the complaint receiver, was returned on 05/03/2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The customer's complaint was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of death.

Event description:
Patient's daughter contacted dexcom on (B)(6) 2016 to report that the patient passed away. Patient was put on hospice care on (B)(6) 2016 and passed away, at home, on (B)(6) 2016. A certificate of death was not provided, however, the cause of death was reported to be breast cancer. Patient was wearing the continuous glucose monitor at the time of death. There was no alleged device malfunction. No additional event or patient information was provided.